Manufacturer narrative:
Correction made. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the electrocardiogram (EKG) was repeated after they had turned off the power on interstim programmer. The patient stated that was all it took to have the success with the EKG. The patient noted the solution was simple. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has had bladder symptoms since having an EKG done; stating that their device was not serving them like normal. They mentioned that they were storing urine and feeling an impulse then they dribbled urine and felt that the therapy had been less effective. Patient further stated that when they had an EKG, they left the device on and was asked if they had a pacemaker, because it was showing spikes in the results. Patient wanted to know if the EKG could have interfered with the implant affecting their therapy. No further complications were reported.